Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 13 mg/dl. Customer stated it was raining outside and she was walking home. Customer stated the insulin pump was exposed to rain. Customer stated has done before with no problems occuring. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.